Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds are high and have increased drastically since implant. Follow up revealed no intervention was done and they will re-evaluate at the next follow up appointment. The rv lead remains in use. No patient complications have been reported as a result of this event.